Event description:
It was reported that the 6800 system was fitted with a "non hospital" grade power plug. There was no report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Installed a hospital grade power plug. The system was tested and found to be working as intended and placed back into service.